Manufacturer narrative:
H4: the lot was manufactured in march of 2023. H10: the device was received for evaluation. A visual inspection with the naked eye noted a missing cap. The reported condition was verified. The cause of the condition was determined to be an assembly issue during a manual step of the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was missing a protective cap. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.